Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lateral hip replacement- "the alexis ortho was placed correctly, but during the procedure there were little tears in the sheat of the alexis. The tears varied from 2mm to 2cm. The tears started to show after the biomet cup had been placed." Patient status: "no patient injury".

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. Based on the customer provided description, it is possible that the sheath was torn during placement of the biomet cup. However, since the unit was not returned, the exact root cause cannot be confirmed. Applied medical reached out to the hospital and surgeon to provide information regarding use of the device to prevent further recurrences. All alexis® orthopaedic protectors are 100% inspected during the manufacturing process. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.